Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with dialysis and gastroparesis experienced difficulty with infusion set adhesion and had inconsistent meal announcements, including frequent use of ¿less¿ announcements and some unannounced snacks; a factory reset was discussed and declined, and education on appropriate meal announcement use and low treatment was provided. Symptoms included a non-severe low glucose episode that was reportedly overtreated. Outcomes included no reported injury, no hospitalization, and no adverse impact to glucose levels attributed to the adhesive issue after the user began using adhesive patches. Investigation included user interview, clinical review of glucose metrics, and troubleshooting with education on meal announcements and low treatment. Investigation of this case revealed improper or inconsistent use related to meal announcements and an adhesion problem with the infusion set, with no device malfunction identified and resolution achieved through user-applied adhesive patches and education. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment factors.